Manufacturer narrative:
Date of event: exact date unknown, event occurred sometime last week.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptom of infection was a fluid discharge. It was unknown if the infection was device or procedure related. The physician opened the ipg site and cleaned it out. The patient was placed on antibiotics. Nothing was removed or added during the procedure.